Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. Customer's blood glucose was 112 mg/dl at the time of report. Reportedly, customer continued to use the pump for insulin therapy.